Event description:
The caller reported an issue with the speaker and vibration function of the pump, noting that the speaker volume and vibration were too quiet. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on several troubleshooting steps but concluded that the pump did not make a sound for an alert, leading to the decision to replace the pump. Reportedly, the customer reverted to an alternate method of insulin therapy.